Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unk. Date sent: 8/6/2021 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that there was an alleged deficiency of the cdh29p device that contributed to the post-op leak? If so, why? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was the staple line visualized endoscopically during the initial surgical procedure? Any other staples used in the surgery? Please confirm if the area of the leak was or was not involving the staple line? Were there any signs of ischemia at the re-operation? How was the leak identified? What was observed at the site of the leak upon reoperation? Is the ileostomy temporary or permanent? What is the current patient status?

Event description:
It was reported, robotic low anterior resection. Transverse to rectal anastomosis using cdh29p. Stapler fired normally, green check visible. Donuts check and intact. Air leak test performed and passed with no bubbles. Icg test performed, showed good blood supply. Five days post-op, patient came into ER, showing signs of leak. Brought back to or, washout & diverting loop ileostomy done. Sutured hole appeared to be proximal to staple line.

Manufacturer narrative:
(B)(4). Date sent: 08/25/2021. H6: health effect ¿ clinical code = gastrointestinal system (e10). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: does the surgeon believe that there was an alleged deficiency of the cdh29p device that contributed to the post-op leak? No. Please confirm if the area of the leak was or was not involving the staple line? Was not what were the indications for surgery? Sigmoid mass. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Pa, t.b.. Very experienced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green check mark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Yes, both donuts complete and intact were there any issues noted with staple formation? No. Was the staple line visualized endoscopically during the initial surgical procedure? Yes, rigid proctoscope. Any other staples used in the surgery? Yes, davinci stapler were there any signs of ischemia at the re-operation? No. How was the leak identified? Peritonitis on readmission what was observed at the site of the leak upon reoperation? Is the ileostomy temporary or permanent? Temporary. What is the current patient status? Stable h11: corrected data = h1 MDR decision: not reportable. Upon review of the information provided in h10, it was concluded that this event does not meet the defined criteria for a reportable event and is being considered not reportable.